Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/01/2016 with the following findings: investigation revealed a cracked battery compartment from the threads to the case seal left of the grip pad and below the grip pad to case seal. Unrelated to the complaint, the keypad cover was found to be detached. All contacts were responsive, no contaminants were found under contacts. The audio bolus button was observed to be torn with a hole in center. The pump was opened; there was no damage observed on the keypad flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment from the threads to the case seal left of the grip pad and below the grip pad to case seal. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 07/01/2016.